Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered due to atrial arrythmia burden. Atrial undersensing was observed during atrial tachycardia response. Technical services were consulted and recommended increasing atrial sensitivity at the next in clinic follow up. This right atrial lead remains implanted and in service. No adverse patient effects were reported.